Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Adverse event problem: component code: 4739 - gas exchanger; health effect - impact code: 4614 - serious injury/ illness/ impairment ; heatlh effect - clinical code: 1888 - hemorrhage/bleeding; medical device problem code: 1670 - use of device problem; investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, noticed a low oxygenation in extracorporeal circulation with low po2. *there was a 260 ml blood loss. *product was changed out. *procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Visual inspection of the actual sample upon receipt found no anomalies. The actual sample, after having been rinsed and dried, was tested for its oxygen transfer performance and carbon dioxide removal performance. As a result, no anomalies were revealed in the manufacturing records, and gas transfer performance with the obtained values meeting the factory¿s specifications. Therefore, a root cause was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information from the clinical specialists indicates that, the pump record revealed that this is a 31 year old male undergoing aortic and mitral valve surgery as a result of endocarditis. He has a bsa of 1.79m2 with a height of 178cm and weight of 70kg. The pump run was 269 minutes long. The baseline act was 135 seconds at 8:16am. At 9:43am, a loading dose of 28,000 iu of heparin was given. No act value was evident on the pump record post initial heparinization . The po2 on the patient intubated pre-bypass at 8:16am was 363mmhg. Cardiopulmonary bypass was initiated at 10:00am. Heparin, in the amount of 5,000 iu was present in the circuit prime. The first act value on bypass was 651 seconds at 10:21am. The po2 at 10:21am was 190mmhg at a fio2 of 80 percent. The patient was not actively cooled and the temperature drifted to approximately 34 degrees c. The next act value was not done until 40 minutes later, at 11:00am and was 360 seconds, much below an acceptable below. The patient was not actively cooled, the patient¿s metabolism was probably higher and blood heparin levels dropped rather quickly. From the record no evidence exists that a hepcon device, which measures blood heparin concentrations was used in this case. The perfusionist did give additional amounts of heparin in the amounts of 5,000 iu, 5,000 iu, and 7,500 iu, but no corresponding times were noted. Approximately 30 minutes later (11:30am), which seems to be quite a long time to do a repeat act analysis given the nature of the heparinization inadequacy, the act value was 416 seconds, again below acceptable levels. The po2 had decreased to 92mmhg at 80 percent fio2 by 11:30am. At 12:15pm the act value was 355 seconds, again much below acceptable levels and definitely at a value where the dangerous clotting of the oxygenator bundle could occur. This was the last act value done before the oxygenator changeout at 1:00pm. The perfusionist attempted to increase the oxygenation of the patient by increasing the fio2 to 100 percent at 12:00pm, and this did increase the po2 to 162mmhg. However, the inadequate heparinization of the patient, as evident by act values of 416 and 355 seconds, probably caused the decreasing po2 values of 112 mmhg at 12:29pm and 81 mmhg at 12:45pm as the oxygenator bundle continued to clot off. Once the oxygenator was changed out, po2 levels were adequate until again a decrease oxygenation is evident. From 1:00pm (new oxygenator) until the end of the bypass at 2:16pm, only one act value was done, with a below acceptable result of 413 seconds. The perfusionist hemoconcentrated the patient and removed 700ml of ultrafiltrate. Hemoconcentration is known to remove circulating heparin from the perfusion circuit. This fact compounded to the insufficient heparinization and therefore the perfusionist should have been more aggressive on heparin administration and act value monitoring.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 21, 2023. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.